Event description:
Report received of the pump failing to alarm for empty container and air-in-line during preventative maintenance testing. There were no reports of any adverse patient events prior to biomedical testing. There was no patient involvement.